Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 09, 2018 - august 10, 2018. Three (3) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing in the two (2) samples and no leak on other sample. The reported condition was verified in the two samples and non confirmed in the other sample. The cause of the leak condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.